Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the pt was revised due to pain. During the revision, the glenoid was found to be broken with significant wear to the prosthesis and glenoid. The pt was left with a hemi-prosthesis shoulder construct.